Event description:
Ventilator was alarming. Noted ventilator was not cycling, failure to cycle was displayed and all of the lights on the panel were lit up. Pt taken off vent immediately and manually bagged. Vent changed out. No harm to pt.